Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lipids would not flow through the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing during use due to occlusion. The following information was provided by the initial reporter: "IV lipid tubing continuously beeping occluded. Tpn able to free flow through tubing into PICC line. When bedside nurse attempted the same with the lipid tubing, it would not flow through. Tubing discontinued and new tubing primed and hung. PICC line now infusing with lipids."

Event description:
It was reported that the lipids would not flow through the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing during use due to occlusion. The following information was provided by the initial reporter: "IV lipid tubing continuously beeping occluded. Tpn able to free flow through tubing into PICC line. When bedside nurse attempted the same with the lipid tubing, it would not flow through. Tubing discontinued and new tubing primed and hung. PICC line now infusing with lipids."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that they experienced continuous beeping for occluded could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10